Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. A query was run on december 07, 2017 against lot number 7g02033 for the reported event, and yielded 1 occurrence (s) against the lot. At this time, a detailed investigation or batch review is not required. If additional complaints occur with the batch criteria and same reported event, any subsequent complaints shall be assessed for further investigation. This issue will be monitored through the post market product monitoring review process.   To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported that the product was very thin and that there is a white powder on the top of the dressing which made it very hard to put on the patient. The product was in use for 2 days however, no harm was reported. No photo is available and no further details have been provided.

Event description:
To date no additional patient or event details has been received.

Manufacturer narrative:
The batch record review showed no irregularities of any kind. No non- conformance was created during the manufacturing process. Microbiological and temperature test were performed and no issue was identified. No sample or photo was available. Based on the investigation results this complaint issue could not be confirmed. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 1049092. Manufacturing site: 9618003.